Event description:
Facility reported 1 incident of a transfer set leaking at the clamp due to a crack after two days use. Per affiliate, the set was changed and no patient injury or medical intervention was associated with this incident.